Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2538 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the chemotherapy was completed for 3 days after the catheter was placed and maintained normally. During the infusion in august 2022, the patient's arm began swelling at 5cm above and below the puncture point.